Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the senor giving inaccurate readings which were triggering the threshold suspend feature on the insulin pump when her blood glucose as normal. Sensor reading was 60 mg/dl and blood glucose reading was 115 mg/dl. Customer attempted to calibrate with blood glucose of 212 mg/dl and customer shut off the insulin pump. Customer stated she's been having issues with several sensors from the same box. Troubleshooting was performed and the customer was advised how to properly calibrate. Customer has turned of the sensor and was advised to wait two or four hours to reconnect to the old sensor. If issues persist she was advised to change the sensor. Customer is not returning the sensor for further analysis.